Manufacturer narrative:
Concomitant medical products: product ID 978a128 lot# va29j37. Explanted: product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the rep reports that she is getting "no lead connected". Rep said she has replaced all the external components possible. Technical services reviewed that since she has replaced everything that she can, it's likely an internal connection issue with the lead. Rep to get more equipment to go back in to revise the trial. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep). The rep stated that it was identified that the lead was not fully seated in the percutaneous extension. After unscrewing the percutaneous extension and reseating the lead it worked. The ens was working. The issue was resolved. The hcp brought the patient back to the operating room the same day and they unscrewed the percutaneous extension from the lead, re-attached and screwed it. They tested the connection intraoperatively to make sure the ens found the lead. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.